Event description:
While reviewing case histories at an evaluation size a member of the depuy spine clinical department noted an adverse outcome that had not been previously reported in this pt, a pt who was implanted with charita developed pain at the same level (l4/5). The pt had significant facet arthristis at this level. In 2003 the surgeon added posterior fixation. Leaving the charita in place. This pt continued to have pain and a spinal cord stimulator was later implanted. It was also noted that the pt has ms. The information was supplied to regulatory compliance to document this adverse outcome.